Event description:
Procedure type: lap, lar. According to the reporter: the surgeon squeezed the handle and it kept the after-firing position. The tissue was cut, but it was found that staples were not fired. Another device was used to make an add'l cut on the tissue. The surgeon set the stoma, and the surgery was finished with no problems. There was oozing and add'l tissue loss. Nothing fell into the pt cavity. No pt injury reported.

Manufacturer narrative:
(B)(4).